Event description:
During the past 3 to 4 days, customer tested her blood glucose as 500 mg/dl and "hi" on suspect device. When obtaining the "hi" reading, she took 13 u of r insulin. About 30 minutes later, the emergency medical technicians tested her blood glucose as 194 mg/dl on their device. Pt was admitted to hospital for observance. Hospital tested controls on the suspect device and they were both out of range.